Manufacturer narrative:
As received, a partial middle portion of the lead was returned in one piece measuring 37.8 / 36.5 cm (inner coil / inner and outer insulations and outer coil). An external insulation abrasion was found distal to the suture sleeve tie impression, breaching the outer insulation and exposing the outer coil. The cause of the external insulation abrasion is consistent with friction to another device or feature of the patient anatomy. Electrical testing did not find any indication of conductor fracture. Other damages found are consistent with procedural damage.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2017865-2020-02121, 2017865-2020-02123. It was reported that the patient experienced a pocket infection. Further investigation noted the pocket infection was due to the pacemaker. The pacemaker system was explanted on (B)(6) 2019. The right atrial and right ventricular leads were both explanted on (B)(6) 2019 due to an unspecified lead malfunction. The patient was discharged.